Manufacturer narrative:
The full lead was returned and analyzed. No anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operatively, the right atrial (ra) lead had changed position, and far field r-wave (ffrw) oversensing was observed. The lead was explanted and replaced. No patient complications have been reported as a result of this event.